Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away after experiencing a hypoglycemic event, while wearing the insulin pump. It was stated that the customer experienced low blood glucose levels between 30 and 40 mg/dl. The customer ate 50 to 60 carbohydrates, then gave a 17 unit bolus. The customer used the real time system, but did not calibrate. It was stated that the certified insulin pump trainer would be downloading the insulin pump. Nothing further was reported.